Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the plunger had passed over the lens, another lens was taken and when surgeon tried to put it in patient eye, plunger did not go up and the lens did not advance. The surgery was completed on the same day using the same lens. No patient harm was reported. Additional information received and stating that the iol was successfully inserted by adjusting the plunger direction.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. The device was returned in an opened blister tray inside a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify the root cause for the reported complaint plunger passed over the lens as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.